Manufacturer narrative:
The recipient reportedly underwent skin flap revision on (B)(6) 2023. The recipient is in the process of healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and retention is improved. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing retention issues. Skin flap thinning surgery has been scheduled.